Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Two (2) days post initial procedure, the patient presented with ischemic bowel, which is believed to be due to the stent graft covering the inferior mesenteric artery. The physician will continue to monitor the patient. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported mesenteric ischemia. The event is most likely anatomy-related, and the proximal occlusion of the internal mesenteric artery (ima) also likely contributed to this event. The procedure-related harms identified were a colectomy and a prolonged hospitalization. The final patient status was discharged on the eighth post-operative day to a rehabilitation facility. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information received per clinical assessment confirming that the patient had a colectomy performed on (B)(6) 2019 with a prolonged hospitalization. The patient was discharged to a rehabilitation facility. In addition. The internal mesenteric artery was found occluded.